Event description:
It was reported by dealer that screws that are used to adjust the heights of the elrpw are backing out, and will not stay in place. Dealer spoke to tech and they advised to get them swapped out. Unit was purchased on (B)(6) 2015 via (B)(4). Dealer stated that the end user currently has a right leg broken and not using the elr, and still the screw backed itself out. Indoor use mostly.